Event description:
It was reported that when using the bd pyxis¿ medbank mini user was unable to issue medication and could not issue more than the prescribed quantity for oxycodone (oxy). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication quantity on hand was recorded as zero due to a discrepancy created during a discrepancy investigation (di) performed during a count back on april 24. The technical support specialist (tss) confirmed that the count was later corrected on april 27 by adjusting the inventory to thirty units, including twenty two units from the discrepancy investigation and eight units that were stocked. The system functioned as intended after the inventory was corrected.